Event description:
The pt reported that she has continued to receive air bubbles in her cartridge even though she was following the MFR recommendations. The pt's blood glucose has been affected registering 229 mg/dl. The pt stated that her blood glucose is "all over the place." She generally tries to keep her blood sugar below 250 mg/dl. Her blood glucose level was consistently running in the 100 mg/dl range prior to facing the air bubbles in her cartridge. The pt reported no symptoms with her elevated blood glucose level. She stated, "I did not really feel bad. I have had it for so long that 200s don't affect me at all." The pt was able to reprime through her infusion set tubing and bolused according to get her blood glucose down. The pt is upset because she continues to get air bubbles in her cartridge, which affects her blood glucose. The pt is confident that there is an issue with her infusion device. No medical treatment was necessary. The product has been requested for return to be evaluated.